Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge. Two non-qualified viscoelastics were indicated. The product investigation could not identify a root cause for the reported complaint. The root cause may be unrelated to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol became dislocated. The iol was removed in a secondary procedure. Additional information was provided by the surgeon that the posterior capsule appeared intact prior to inserting the lens, when rotating the lens, a posterior tear was noted and the lens fell in to the vitreous. The eye was closed and the patient was sent to a retina specialist for evaluation the same day. The iol was exchanged the next day. In the surgeon's opinion, the iol did not cause the event. The event was caused by the posterior capsular tear. There was no patient harm, the patient's issues have resolved and the prognosis is good. There is a mild resolving vitreous hemorrhage.